Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that when using the dermatome handpiece, the handpiece supposedly skipped or jumped twice. This caused a full thickness wound, that had to be sutured. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the handpiece supposedly skipped or jumped twice. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where it was reported that the device required service and calibration and the damaged head, control bar and standard repair parts were replaced. This is not a related issue. Product review of the electric dermatome on (B)(6) 2019 revealed that the head was damaged, the control bar and the calibration shaft were worn causing the device to be out of calibration. The motor was also found to be running erratically. Repair of the electric dermatome was performed by (B)(6) 2019 which included replacement of the damaged head, control bar, calibration shaft, motor, cord, switch, thickness lever, and bearings. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the motor was found to be operating erratically. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor was found to be operating erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.